Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was failed to login and was unable to authenticate. A technical support specialist (tss) reviewed the authentication records and determined that the user login attempt had failed due to invalid credentials and checked the account information for one of the users in the user account database and confirmed that the account was active and correctly assigned to the appropriate unit and advised the customer to have this user reset the password and attempt to log in again. The tss then reviewed the account information for another user and found that this account was not present in the patient engagement server system and had been marked for deletion in the user account database and advised the customer to contact the active directory team so the account could be restored. Both user accounts were confirmed to be members of the correct active directory security group and received confirmation that the authentication issues were resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user failed to login into the station. Customer had login into the server and checked the account, but it was not populated in the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user failed to login into the station. Customer had login into the server and checked the account, but it was not populated in the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.